Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was unable to verify motor error alarm or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. The pump passed stop current test. The motor passed motor test. The pump had loose protruded drive support disk, cracked case at display window corners, battery tube threads, belt clip slot, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had motor error alarm. The customer's blood glucose level was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.